Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/16/2018. Device returned to manufacturer: yes. The product was received in a lens case. Visual inspection with unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint was not verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's eyesight did not recover after the implantation of the zxr00v tecnis multifocal iol (intraocular lens). Reportedly, the lens was explanted and another lens (model and diopter unknown) was implanted as a replacement. After the exchange, the patient's eyesight was reported as recovering. No additional information provided.